Event description:
It was reported that the patient experienced overdose symptoms. The ptm (personal therapy manager) was reprogrammed. The patient status was noted to be ¿alive-no injury¿. The pump was delivering fentanyl. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant: product ID 8835, serial# unknown, product type programmer, patient. (B)(4).